Event description:
During the lap colorectal procedure, handle was closed to confirm correct position and then cutter was fired. The instrument was removed from trocar in articulated position which appeared to damage the head. Surgeon noted that tissue had been incised but distal 2/3rd's of staple formaltion was misformed. No reported pt consequence.